Event description:
Info received indicates the product leaked from the gas outlet port during the case. The device was replaced within 24 hours with no pt consequence reported.

Manufacturer narrative:
Analysis: the device has not been received in mfg for inspection. Without product return, review is limited and no results can be provided. Device return has been requested. Product specific information (manufacturing lot number) is unknown. Conclusion: no adverse patient event reported and no device return. An exact cause has not yet been determined for the reported product problem.